Event description:
Motor cut and spit out safety seal. - the customer reported that the motors are spiting out the safety seal this is the second loaner motor in a 3 week period to cut and spit out safety seals. Has not happened with their 200psi straight motors since they have rec'd them back from repair (the last few months). They have all new safety seal stock as the old stock has been replaced. The customer indicated that customer knew the motor was only run at 120 psi as labeled. Scrub nurse indicated safety seal was not oily but black like burnt. Previous loaner motor was sent back.